Event description:
Pt was dx with periodontitis disease and had lanap procedure in (B)(6) 2009. Pt's gums were not healing well. Pt had repeat lanap procedures in (B)(6) 2010. Pt was referred to dr (B)(6), which has dx pt with loose teeth, sloughing of gums and bones of her teeth. Pt had biopsy done, results indicate necrosis of the gums. Pt's new doctor thinks that the lanap procedure was done too many times which has caused the pt. Permanent damage. Pt had a splinting procedure on her teeth done, but it is not working. Pt will likely loose all her teeth.